Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was difficulty interrogating this device when the programmer was not plugged into the wall outlet. However, interrogation is successful when the device is plugged in. No adverse events were reported.